Event description:
The cgm was reading 12.0 mmol/l and the blood glucose reading was not known.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the cgm was reading 12.0 mmol/l and the blood glucose reading was over 84 mmol/l. " b6 relevant tests/laboratory data,inclu - correction h2 correction.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 07/31/2024, the patient experienced diabetic ketoacidosis (dka) without specific symptoms reported. The cgm was reading 12.0 mmol/l and the blood glucose reading was over 84 mmol/l. The patient was taken to the hospital and treated there with IV potassium and fluids. After that the patient was treated with IV glucose (diabetes management). The patient was discharged the next day. Although, the patient was discharged the next day, the length of stay is unknown. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.